Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of two backup battery cover screws breaking could not be confirmed. The system controller, serial number (B)(6), was not returned for further analysis and no photos of the reported damage were submitted for review. The root cause of the reported event could not be conclusively determined through this analysis. The device history record for the system controller (serial number (B)(6)) was reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The current revision of the instructions for use (IFU) can be found on the electronicbifu page of the abbott website. The heartmate 3 instructions for use (rev. D) section 2 entitled ¿system operations¿ provides instruction on how to properly remove the battery compartment cover and replace the backup battery. Heartmate 3 instructions for use (rev. D) section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. A) section 6 entitled ¿caring for the equipment¿ addresses how to properly maintain and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the two screws that broke were imbedded into the side of the system controller. The back panel of the system controller was easily removed and replaced despite the two retained screw pieces. The customer said the damage appeared to be cosmetic and did not affect the system controller function. The system controller was not exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the screw broke on the patient's primary system controller after installing the emergency backup battery.